Event description:
It was reported that the customer experienced resistance when attempting load the cartridge. Reportedly, when the needle was removed insulin began leaking out of the septum. There was no impact to customers blood glucose level. Customer successfully loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.